Manufacturer narrative:
H10: per good faith effort (gfe) response, the bme did not perform any troubleshooting but confirmed the issue as it was obvious that the device has a bad display-- the display was blank, but the device was still functional. The bme ultimately ordered the replacement parts for repair, and once the bme performed the replacements, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display was dark. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The remove service engineer (rse) informed the bme that the latest version of the service manual is version t, and per the service manual, the rse provided the bme with a list of (6) parts to update the display to a second-generation nec display. The rse also advised the bme that the user interface (ui) printed circuit board assembly (pcba) without navigation ring is on backorder. This investigation is ongoing.